Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a replace battery now alarm. The customer¿s blood glucose level was unknown. The patient just started to use the reported insulin pump, but battery power of the insulin pump ran out very quickly. The troubleshooting was not performed. The insulin pump will be returned for analysis.